Event description:
Customer reported at 10:45pm blood glucose reading = 446mg/dl. Customer's spouse transported patient to hospital. Hospital blood glucose reading = 224mg/dl. Customer was not treated and released from hospital. No controls were in use. A request was made for the return of the suspect device and replacement was sent.